Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021 first intention pth, on (B)(6) 2021 revision pth, implantation of the femoral stem performed on (B)(6) which required a surgical revision with a change of stem and head on (B)(6) with a cemented stem. On (B)(6) there was a problem when removing the impactor, which remained attached to the stem. This reduced the strength of the final stem and caused it to sink in. Then it was necessary to explant it during a second surgery. Doi: (B)(6) 2021. Dor: (B)(6) 2021; affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - impact code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the revision was due to depressions and there was a 5 minutes delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned stem finds nothing outward to suggest product error. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.